Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: visual and microscopic examination revealed a circumferential tear in the balloon material at approximately 15mm proximal to the proximal edge of the distal balloon sleeve. The proximal section of balloon material proximal to the tear is folded in appearance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Originally this was reported on the 2nd quarter alternative summary report. Based on analysis completed on (B)(6) 2011 this will now be reported as an individual MDR. It was reported that during a angioplasty procedure a balloon rupture occurred. The lesion was located in a subclavian vein. Details of the lesion are unknown. The dt/12-4/5.8/75 balloon ruptured on the second inflation. To what atmospheres is unknown. The physician did not like the way the balloon looked on that catheter after the rupture. No patient complications were reported and the patient's status is ok. Device analysis revealed a circumferential tear.